Manufacturer narrative:
One (1) expedium polyaxial screw 5 x 35mm [product code: 1797-12-535, lot number: amlc9v] was returned to the complaint handling unit (chu) for evaluation. Visual inspection of the threads in the tulip head was cross-threaded which resulted in the threads becoming torn or peeled. It was also noted that one side of the threads, of the tulip head, was cross-threaded while the other side was crushed or worn down. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the threads of the expedium polyaxial screw becoming torn and cross-threaded cannot be positively determined. A potential root cause for the threads of the tulip head becoming cross-threaded as well as torn could be that the rod was not contoured properly, meaning that the rod was set at an angle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While instrumenting the pt for stabilization of at12 burst fx screws were placed bilaterally from tl0-l2. The screws were placed 5 x 40 expedium at tlo, 5x35 expedium at ti l , 6 x 25 cortical fix viper on left at tl2, 5x35 expedium at ll and 6x40 expedium at l2. After bending a rod was placed on the left and final tightened. The rod was placed on the right side and caps were placed at t10 and t11. Upon placement of a cap into the 5 x 35 screw at ll the cap was screwed on, surgeon noticed some threading of metal coming off the cap or tulip here and pulled out a few pieces, said cap was not tightening well. Cap was removed and another cap tightened down better. Final cap was placed at l2. Upon final tightening of the right ll screw the surgeon noted the cap just kept spinning in the tulip and would not final tighten down. All caps had to be removed as well as the 5 x 35 screw at ll that was splaying and allowing cap to spinout inside. A new 5x35 expedium was placed. Rod was re-introduced, caps added to all levels and final tightening was achieved. This added about 15 min to the case. The screw and cap will be sent back upon receipt of an ra and the surgeon would like a response letter regarding the findings of the damaged cap and screw. Completed successful

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.